Event description:
On 24 april 2025, senseonics was made aware of an incident where hcp was unable to remove the sensor on the first attempt made on (B)(6) 2022.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense user guide mentions about it under "risks and side effects".user stated that her hcp couldn't remove the sensor during the last appointment which was in (B)(6) 2022. The user contacted customer care to seek assistance in finding an hcp who can remove the sensor. Several attempts were made to contact the user to provide assistance. However, no response was received. Thus, no further actions were possible for this complaint. B4.date of this report 06 june 2025. G3.date received by the manufacturer? 06 june 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
D2b.corrected from sba to qhj.